Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012163476 was returned and analyzed. Visual inspection of the sheath was performed. The shaft was intact with no apparent issue. No kink or any damage was observed on the surface. The handle had no cosmetic issue and side tube was connected properly to the handle. The dilator shaft, tip, and the length were according to specifications. No anomalies were identified with the shaft, handle area, or dilator. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03859 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.00890 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00664 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak- tight with no apparent issue. In conclusion, the clinical issue (tamponade and perforation) occurred during the procedure. There is no indication of a relation of the adverse event to the performance or a malfunction of the product. The sheath passed the returned product inspection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the transeptal puncture was carried out and the sheath was pre-dilating the atrial septal puncture point, while preparing for a sheath replacement. Imaging showed a suspected cardiac tamponade. Further imaging confirmed the cardiac tamponade. It was suspected that the cause was the atrial septal puncture. Medication was administered to neutralize blood thinning medication and pericardiocentesis was carried out to extract the effusion. The patient's vital signs were stable after thirty minutes of observation. The case was aborted the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.